Manufacturer narrative:
Siemens filed the initial MDR on 04-mar-2021. Siemens filed the supplemental MDR on 29-apr-2021. Siemens reviewed additional information regarding falsely elevated human chorionic gonadotropin (hcg) results and concluded no hardware-related malfunction with the immulite 2000 xpi instrument. Siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated hcg results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of >5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting 2022-02-22 an urgent medical device correction (umdc, letter imc22-04.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter imc22-04.a.ous) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers. Siemens updated sections d1, d2, d3, d4, g1 contact office - manufacturing site, g4, h6, h7, h8, h9 based on the additional information. MDR 2247117-2021-00005_s2 was filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2021-00004 on 04-mar-2021. Additional information (07-apr-2021): siemens evaluated the information provided and service actions performed, including replacing probes and two-way valve and decontaminating the immulite 2000 xpi system. Siemens verified the human chorionic gonadotropin (hcg) precision post-service repairs by running urine and serum quality controls (qc), and no issues were noted. The customer is reporting qc and patients on the system. The cause of a discordant falsely elevated human chorionic gonadotropin (hcg) result is unknown. The immulite 2000 xpi system is performing within specification and requires no further evaluation. Section h6 (type of investigation, investigation findings, and investigation conclusions) is updated with new codes. MDR 2247117-2021-00005_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that the calibration and quality controls were valid when the samples ran. Siemens is investigating the event. MDR 2247117-2021-00005 was filed for the same event.

Event description:
The customer obtained a discordant falsely elevated human chorionic gonadotropin (hcg) result on the immulite 2000 xpi instrument. The customer did not report the falsely elevated result to the physician(s). The customer used the same patient sample and instrument to perform repeat testing. The customer noted that repeat results were lower and consistent and considered to be correct. There are no reports of patient intervention or adverse health consequences due to the falsely elevated hcg result.